Manufacturer narrative:
(B)(4). An ultraflex¿ esophageal ng stent and delivery system were returned for analysis. Visual examination of the returned device found that the stent was partially deployed by 12mm. No issues were identified with the stent suture, suture lumen and crochet. During the product analysis, the remainder of the stent was deployed using the pull ring. However, excessive bowing was noted during deployment. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was not consistent with the complaint incident as stent was received partially deployed. The cause reported complaint and the noted device defect was most probably due to anatomical or procedural factors encountered during the procedure. Therefore, the most probable root cause for this complaint is operational context. A labeling review was performed and from the information available, this device was used per the directions for use (dfu)/product label.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that an ultraflex¿ esophageal ng stent was used during a stent implantation procedure performed on an unknown date. According to the complainant, the wire was caught in the collar preventing the stent to deploy. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.